Manufacturer narrative:
Correction to the initial MDR in evaluation codes.

Event description:
A report was received that the patient's pocket site was swelling. No infection was suspected. Antibiotics was prescribed. The patient's swelling at the pocket site was reduced.

Event description:
A report was received that the patient's pocket site was swelling. No infection was suspected. Antibiotics was prescribed. The patient's swelling at the pocket site was reduced.

Event description:
A report was received that the patient's pocket site was swelling. No infection was suspected. Antibiotics was prescribed. The patient's swelling at the pocket site was reduced.